Manufacturer narrative:
Although the evaluation of the submitted system controller log files confirmed elevations in power and flow, a specific cause for these events could not be conclusively determined through this evaluation. Further, a direct correlation with heartmate ii lvas, could not be conclusively established. The submitted system controller log files captured elevations in power and estimated flow were observed on (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018, reaching values up to 11.9 w and 11.3 lpm, respectively. The majority of the elevated power and flow values appeared to correspond with pi events. Despite the observed parameter elevations, the pump appeared to have functioned as intended above the low speed limit with no atypical alarms throughout the duration of the log file. The heartmate ii lvas IFU outlines all pump parameters, and explains that power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Any increase in power not related to increased flow causes erroneously high flow readings. This document also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. In addition, this IFU provides details regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was severely anemic and received transfusions for blood and iron. The customer denied that the patient had acute blood loss, but the patient was had von-willabrands and arteriovenous malformations in small intestine seen on previous gastrointestinal evaluations. No additional information was provided.